Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that due to damage on the charged coupled device (ccd) unit, error e216 (scope communication error) occurred and due to the damage on the ccd unit, the monitor showed a black screen with no image which may return to normal at times. The non-reportable findings were as follows: the adhesive on the bending section cover had a chip, the insertion pipe had a scratch, due to wear of angle wire; bending angle in up direction did not meet the standard value, due to wear on the forceps elevator lock engagement lever; the angle knob torque of the forceps elevator lock engagement lever exceeds the standard value at engage, and due to looseness of insertion pipe; the connection between the insertion pipe and control unit was not secure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope generated an e216 (communication) error when the angulation was applied. The error occurred at the end of the therapeutic procedure. The procedure was completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible causes of phenomenon 1 "error code e216" and phenomenon 2 "no image" are the failure of the image sensor unit, the circuit board inside the video connector or a malfunction on the system side. Olympus will continue to monitor field performance for this device.